Event description:
It was noted that the patient experienced a retroperitoneal bleed during a procedure involving the placement of a left atrial appendage (laa) closure device. The bleed was brought to the physician's attention upon the patient regaining consciousness and experiencing discomfort. Diagnostic imaging, including fluoroscopic venogram and ultrasound, confirmed the presence of the bleed in proximity to the groin access site. The precise moment of the bleed's onset during the procedure is unknown. The retroperitoneal bleed was resolved by the placement of a covered stent. No further interventions were necessary. The patient's hospitalization was prolonged. There were no further complications as a result of this event. The patient fully recovered and was discharged from the hospital. Additionally, it was noted that the guidewire utilized in the procedure became kinked, necessitating the substitution of the device with an alternative product from a different manufacturer. Initially the .032 guidewire that is provided with the acqcross kinked and was replaced with a .032 amplatz wire. The representative noted that the second wire also kinked, but the cause of the kink is unknown.

Manufacturer narrative:
The device in question was discarded and is unavailable for investigation. No root cause could be established for this complaint. No nonconformances were noted per device history record review. In regard to the kink, the physician attempted to invert the device as recommended, however was unsuccessful.